Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the colon on a right hemicolectomy, the device partially fired. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction, and is now classified as a not reportable. If information is provided in the future, a supplemental report will be issued.